Event description:
The facility rep reported "pump # 2 keeps reading occlusion and is not working" found during pt use. The hosp rep stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
Eval summary: the pump was evaluated by a baxter svc tech. The reported condition of the occlusion alarm and inoperative pump on channel 2 was not confirmed.